Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an (ercp) endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, a trapezoid rx lithotripter compatible basket in conjunction with the alliance ii handle was used for lithotripsy on a large stone (approximately 18mm) within the common bile duct. When lithotripsy was attempted the stone was not able to be broken up and the basket tip failed to detach. At this time, the wire of the trapezoid broke "where it is connected to the handle". The dr was able to remove the basket from around the stone safely. The case was not completed. The dr chose to leave the stone in place due the stone's dense composition and size. The patient will have the stone removed surgically. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported event of wire in handle broke. The reported event of tip won't detach the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.